Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions related to usage method etc: after insertion of the needle, and just before injection, plunger rod should be withdrawn slight to aspirate to verify the needle is not intravascular. Malfunctions and adverse events: the following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. Malfunctions: accidental spillage, broken/damaged component, consistency of material altered, difficult or impossible to extrude, needle disengagement (partial or total), packaging error, plunger trouble, product discolored, short fill, voids/air bubbles. A review of the device history record has been initiated and analysis of the data has not been completed. If any deviations or non conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc. During aspiration with the packaged needle, the plunger rod came off the syringe. No product could be injected. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found 1.0 ml syringe full of gel received with the plug, no needle in an opened tray & pack. The plunger rod is disconnected from syringe. The plunger tip is still inside syringe.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista voluma xc. During aspiration with the packaged needle, the plunger rod came off the syringe. No product could be injected. There were no reported injuries.